Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device hook was stuck inside the channel of spring-loaded pipe wrench and could not be removed. The issue occurred during therapeutic tumor resection procedure that was completed with a similar device with delay. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): h2, h6, h11 the device was not returned to olympus for inspection, and therefore the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.